Event description:
Approx. Eleven months post index procedure, the pt experienced an neurological event. The onset was gradual and the pt's recovery was partial with minor residuals. The pt was enrolled in the study in 2008, with a 70% stenosed lesion in the left carotid artery. The lesion was eccentric, ulcerated and 30mm in length. The vessel was 4.5mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was implanted. The final percentage of stenosis was 10%. The pt was discharged the next day. The pt's pre-procedure, post-procedure and discharge medications included aspirin and clopidogrel. The pt's intra-procedure medications included heparin.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.